Event description:
During troubleshooting for an unrelated alarm, it was reported that a patient had connected themselves to the patient line of their cassette prior to properly priming the patient line. The patient identified that this occurred during the priming phase of therapy. The technical service representative assisted the patient with ending therapy and proper priming procedures were reviewed. The patient would start over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who connected themselves to the patient line of the cassette prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.